Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic evaluation, and no leaks were identified; however, the pump did not pass activation testing during functional examination. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that, one week after the implant procedure of this inflatable penile prosthesis (ipp), during a follow up appointment, it was noted that the device was not working properly. A revision surgery was performed, and a crack in the pump connecting tube was identified; therefore, the pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that, one week after the implant procedure of this inflatable penile prosthesis (ipp), during a follow up appointment, it was noted that the device was not working properly. A revision surgery was performed, and a crack in the pump connecting tube was identified; therefore, the pump was removed and replaced. There were no patient complications reported.